Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31g 8mm twbls 500 nola was unable to aspirate and the needle was clogged. This occurred on 3 occasions. The following information was provided by the initial reporter: two or three syringes, the insulin cannot be aspirated, it seems that the needle is clogged.